Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing impedance out of range above 2500 ohms, along with an increase in high capture thresholds. Technical services (ts) was consulted, and further in office evaluation was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.